Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. Following a contact from technical support, the pump reset was confirmed, and the malfunction was cleared, allowing the customer to resume insulin delivery.